Manufacturer narrative:
Received one (1) used 123390488 primary plum set for inspection. A crack was observed at the secondary port of the cassette. The set was leak tested per product specifications. There was leakage from the secondary port of the cassette. No other leaks. The white cap was removed from the secondary port and the crack was observed to not propagate to the edge of the cassette port and crazing was observed. The reported complaint of leakage can be confirmed due to the observed damage. The damage is typical of environmental stress cracking during use. Lot history review and relevant commodities were reviewed and no relevant nonconformities were found.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Additional contact information: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in in which the customer reported that it leaked at the blue clave during patient infusion of total parenteral nutrition (tpn). There was no obvious defects noted on the tubing set such as cracks or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was patient involvement with no patient harm reported as a consequence of this event.